Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician noted unusual resistance while inserting the left ventricular lead into the introducer. The lead was unable to be inserted into the sheath. The lead was not used and a new lead was implanted. The patient was stable.